Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the operating room for a routine generator replacement procedure. It was noted that the atrial lead exhibited chronically high thresholds. The lead was extracted and replaced during the same procedure. Patient did well before, during, and after the procedure.